Manufacturer narrative:
(B)(4).

Event description:
The astigmatism was not adequately corrected by the lens.

Manufacturer narrative:
Product evaluation: the product was not returned for analysis. Product history and batch records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information by phone and fax. A completed questionnaire was not received. (B)(4).

Event description:
A facility representative reported an intraocular lens (iol) that was exchanged due to the patient being unhappy with the quality of vision and not being corrected adequately.

Manufacturer narrative:
Product evaluation: the customer indicated the use of an unspecified cartridge and an unspecified handpiece. Associated product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Two viscoelastics were indicated, only one is qualified for this lens with the qualified cartridge combinations. The product investigation could not identify a root cause. The questionnaire also indicated that the patient had a history of dry eyes for many years and a history of lasik. Information from the health care professional on the returned questionnaire indicated that the iol did not adequately correct the astigmatism. The lens model and diopter of the replacement lens are currently unknown. (B)(4).